Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that ipg was dead from a surgical procedure. Patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients pc displayed the message "replace generator'. Company representatives met with patient and deemed ipg to be inoperable as unable to connect with external devices. Surgical intervention may take place at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.